Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4319, lot #: 21163822 description: clik x MRI anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the artisan lead and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom of pus was noted. The physician believed it was not device related, but the cervical incision did not heal properly. Antibiotics were prescribed. The patient underwent a revision procedure wherein the artisan lead and clik anchor were explanted. The patient was doing well postoperatively.